Manufacturer narrative:
Corrected information:(B)(4). Four possible lot numbers were reported: lot no. 58916786; expiration date 02/01/2012; (B)(4). Lot no. 58917544; expiration date 02/01/2012; (B)(4). Lot no. 58931833; expiration date 03/01/2012; (B)(4). Lot no. 58889722; expiration date 12/01/2011; (B)(4). A device history record review was completed for all four of the possible lot numbers and documented that the device met specification upon distribution.

Manufacturer narrative:
The device is not available for evaluation. The device history records of the potential lot numbers provided by the reporter will be reviewed.

Event description:
This voluntary medwatch was received via mail sent by the hospital (no report number on the form). It was reported that the patient was in ICU with hypotension and needed for fluid volume management required a swan-ganz catheter. The catheter was passed through a cordis introducer without difficulty but it coiled in the right atrium. Catheter was removed and new catheter was attempted on final insertion patient was noted to have slurred speech left sided tongue deviation. Catheter was removed, patient was noted to have let sided weakness-neurologist consulted and diagnosis of cva probable embolic cause, CT head negative for bleed. Patient was treated with alteplase-developed complication of stable intracranial bleed. Treated with fresh frozen plasma, patient stable at present with improvement to speech - some improvement to left upper extremity noted, will receive further pt/ot/speech therapy. Catheter is not available for evaluation, lot numbers of current in house product are: 58916786, 5889722, 58931833 and 5889722. Followed up with customer and confirmed that devices are not available for evaluation. Customer was discharged from hospital and is undergoing rehabilitation.